Manufacturer narrative:
Occupation: non-healthcare professional. Event date: date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported by the patient they had been sore/stiff, so they were trying back exercises and yoga and twice had a sharp jolt on their backside occur. The patient eventually decided to use the programmer to connect successfully. The patient inquired about the situation and in regards to activities. The patient also noted they didn¿t feel stimulation. The patient was going to follow up with the health care physician (hcp) to check the implant further as necessary regarding the above mentioned activities and for direction. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the cause of the patient not feeling the stimulation was unknown. It was also unknown what actions/interventions were taken for the issue. There were no further complications reported or anticipated.